Manufacturer narrative:
The patient had a bilateral knee. The left knee was done on (B)(6) 2015 and the right knee was done on (B)(6) 2016. Additional information received on 21 december 2016 and includes: the pathogen results are not available. Batch reviews performed on 21 december 2016. Lot 146612: (B)(4) items manufactured and released on 17 december 2014. Expiration date: 2019-10-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere tibial insert fixed flex #5/11 mm right, code 02.12.0511fr, lot. 142532 (k140826) (B)(4) items manufactured and released on 22 september 2014. Expiration date: 2019-07-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection. The surgeon planned to wash out both knees and swap the liners. The surgery was completed successfully. X-rays and explant are not available.